Manufacturer narrative:
Patient¿s date of birth/age and weight are unknown. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Reporter¿s address and phone number not provided. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported that during a cervical disc herniation procedure on the c4-c5 on (B)(6) 2017, the zero-p implant broke before placing the implant in patient. As per conversation with the surgeon, he said that the implant broke when he was trying to fill it up with bone substitute. The surgeon used another device to continue with the surgery. There is no report of patient harm or surgical delay. Concomitant device reported: attrax bone substitute (part # unknown, lot # unknown, quantity unknown). This report is for one (1) zero-p implant 7 mm height lordotic-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 04.617.127s, lot no.: 9494403: manufacturing location: mezzovico, release to warehouse date: 03.jun.2015, expiry date: 01.may.2025: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. It is reported that during a cervical disc herniation procedure on the c4-c5 the zero p implant broke while being filled with bone substitute. The received device is in a used condition. Component spacer zero-p cage 60023770, made out of peek plastic, is broken into two pieces. The returned implant consists of a titanium part and a part milled from peek plastic. The peek part is broken in half. In this state, a comparison with the drawing by measuring with the 3d measuring machines is not feasible because a precise clamping is no longer possible. Therefore, testing the manufacturing data of production lot 9477046 of the zero-p spacer 60023770 component was the only option. No abnormalities were found during the review of the measurement results and the production papers (DHR). No discrepancies were found during the inspection of the raw material certificate, no. 18420. The product photo of the titanium part component 60022192 various damages are visible which are clearly due to improper use. No production fault was found during investigation. The reason for the broken peek plastic part of the implant is due to improper handling. The damage to the titanium part indicates this. A manufacturing fault can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.